Manufacturer narrative:
(B)(4).

Event description:
This device was noted to be ventricular pacing at a rate >180 bpm. The maximum rate programmed is 110 bpm. (B)(6) 2016 - this device was explanted. (B)(6) 2016 -&#63508;his device was returned.

Manufacturer narrative:
The device was received and analyzed. The memory content of the pacemaker was inspected revealing the detection of an invalid memory content on the (B)(6) 2016. This detection of invalid memory content led to the clinical observation. Further analysis showed that the invalid memory content was corrected by the device and the device functioned normally afterward. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the clinical observation resulted from the detection of an invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After correction of the invalid memory content the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
On 6/17/2016 - a more detailed analysis was received. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Subsequently, the pacemaker was subjected to an electrical analysis. An initial interrogation of the pacemaker was properly feasible. The pacemaker operated as expected during the device interrogation. The ability of the device to deliver therapies was verified. Therefore, the output signal of the implant was directly measured without any prior programming. The bradycardia pacing pulses were recorded and evaluated. The pacemaker was stimulating in accordance with the programmed settings. The pacing rate was measured revealing 60 ppm as programmed. The maximum pacing rate was measured and limited to the programmed values. A long-term pacing test and thermal cycles with three different temperature environments were performed. No deviations were noted during the analysis, in particular the pacing rate was constant as programmed. The therapy functionality proved to be within specification. During the further course of the analysis the pacemaker's memory content was investigated thoroughly. The inspection of the memory content revealed the detection of an invalid memory content on the (B)(6) 2016, which matches the date of the clinical observation. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. The corrupted memory condition was undetected by the pacemaker until (B)(6) 2016 at 00:32h, when the pacemaker automatically repaired the corrupted memory condition. The implemented self checks were investigated and proved to work as specified. No implementation fault was noted within the embedded software. In summary, the pacemaker was analyzed and no deviation was noted. Specifically, the antibradycardia therapy functioned normal and as expected during a long term stress test. No hardware deviation was noted and a fault condition regarding the pacing rate was not reproducible. As the automatic detection of the inconsistent memory content matches the date of the clinical observation, it is believed that the inconsistent memory content led to the display of the high ventricular pacing rate. There was no indication of a material or manufacturing problem or design weakness. The root cause for the inconsistent memory content could not be determined. Based on this analysis it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields, might have contributed to the observed behavior.